Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer emailed and reported the sensor would not release from the serter as it was sticking. Customer also stated the infusion sets she was using were not delivering insulin and her blood glucose went over 600 mg/dl. Customer declined to received further assistance.